Event description:
The patient¿s mother reported that the patient presented to the emergency room (ER) on (B)(6) 2026, due to hyperglycemia. While wearing the pod for approximately 4 to 24 hours, the patient¿s blood glucose levels rose to over 637 mg/dl. The patient's mother stated that after placing the pod on the patient¿s arm, she observed that the cannula had not properly inserted and was outside the skin, resulting in a lack of insulin delivery. It was also reported that multiple automated delivery restriction alerts were received related to the patient¿s elevated glucose levels and noted that the pod site appeared to have some bruising. The patient was treated by healthcare providers with fluids to stabilize her blood glucose levels. The patient was released from the ER the same day. Additional details regarding the patient¿s symptoms are being requested.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.